Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of dissection, as listed in the absorb gt1 instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2017 was to treat a lesion located in the mid right coronary artery (rca) with mild tortuosity, mild calcification and 80% stenosis. Predilatation was performed with a 3.0 x 12 mm trek balloon catheter with residual stenosis less than 40%. A 3.5 x 23 mm absorb gt1 was implanted in the mid rca with slow inflation up to 13 atmospheres (atm). No resistance was noted during advancement of the absorb gt1 into the lesion; however, a distal edge dissection was found after post-dilatation. Another 3.5x23mm absorb was deployed to cover the dissection. There was no adverse patient sequela or clinically significant delay in procedure. There a good final patient outcome. No additional information was provided.